Event description:
It was reported through an implant card that a vns patient underwent replacement surgery due to a lead discontinuity. Additional information was received by the area representative indicating that pre-op diagnostics were indicative of high lead impedance at the time of surgery. X-rays were taken at the time of surgery, which confirmed a lead discontinuity. It was unknown if there was manipulation or trauma associated with the high impedance as the patient suffers from drop attack seizures. A copy of the x-rays was not provided to the manufacturer for review. Moreover, the generator had been programmed off due to high impedance. The explanted devices remain in course to the manufacturer for analysis.

Event description:
The explanted lead was received by the manufacturer and remains under analysis.

Event description:
Analysis of the returned lead indicated that during the visual analysis, one of the quadfilar coils appeared to be broken in the lead body portion of the returned assembly, near an attached tie down and in the area of an abraded opening. Scanning electron microscopy was performed and identified the area as being mechanically damaged which prevented identification of the coil fracture type, no pitting and evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. It is unknown if the breaks occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The abraded opening found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. No other obvious anomalies were noted.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.